Event description:
Reporter is a physician and the family member of the pt severely adversely affected by the use of a scoliometer. The proper use by pediatrician of a scoliometer, an FDA product, yielded a false negative test for scoliosis and has resulted in the development of a severe case of adolescent scoliosis which will require extensive surgery to achieve even imperfect correction, a prolonged hospitalization, possible need for blood transfusion, and put this pt at risk for significant neurological impairment, loss of physical functioning and back pain. Clearly, an opportunity to avoid this catastrophe was missed by the use of the scolimeter which gave a false negative screen. Reporter's orthopedic surgeon, a well known authority in adolescent scoliosis, has stated that orthopedic societies do not support the use of scoliometers, yet these devices are used by primary care practitioners and pediatricians. The only reliable and accurate way to assess scoliosis is through radiograph after a + bending test, per the orthopedist and review of the literature. Rptr feels scoliometers should be banned from use until they can be shown to result in effective preventative screening, which was the exact oppsite of what happened to the pt who now has to try to live with the tragic results.